Event description:
Caller reported encountering cgm error 42 while using a g7 sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete instructions for a pump reset, guiding the caller through the process. After the reset, the cgm error code did not reappear, and the caller successfully started their sensor session.